Event description:
The patient reportedly experienced sound quality issues, shocking pain and facial nerve stimulation with device use. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Device testing could not be performed due to pain. Revision surgery has been scheduled.

Manufacturer narrative:
(B)(4). The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device failed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short at the analog chip. It is believed that electrostatic discharge led to an overload voltage, damaging structures inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action has been implemented. This is the final report.